Manufacturer narrative:
Batch review performed on 30 january 2019. Lot 175636: (B)(4) items manufactured and released on 30 may 2017 . Expiration date: 06.11.2022 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere femoral component sphere cemented size 4+ l reference 02.12.0024l (k140826). Lot: 173652: (B)(4) items manufactured and released on 13 september 2017. Expiration date: 2022-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed sphere flex size 4/13 mm l reference 02.12.0413fl (k140826). Lot 173652: (B)(4) items manufactured and released on 13 september 2017. Expiration date: 2022-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation based on the pictures of the explanted components performed by r&d product manager: revision surgery for infection after 1 year from primary implantation and 3 months after a first revision surgery for a poly swap due to pain. No traces of residual cement can be seen on the tibial tray. Some residual bone can be seen on the internal distal medial surface of the femoral component. There is no evidence that poor inter-digitation between cement and implant is an infection promoting factor.

Event description:
The patient came in 8 months after primary surgery due to pain. A poly swap was performed (see MDR 2018-00786). Now, 3 month and a half after the first revision surgery, the patient came in due to infection. The surgeon revised all the implants and the surgery was completed successfully.